Manufacturer narrative:
(B)(4). Prod not yet returned for eval.

Event description:
Consumer complaint of "hi" blood result. Customer states that his glucose is normally hi and varies a lot. Reviewed meter memory: (B)(6), 12:00pm, hi; (B)(6), 10:42am, 553; (B)(6), 9:04am, 478; (B)(6), 8:24 pm, 423; (B)(6), 11:44pm, 198; (B)(6), "3:93pm", 186; (B)(6), 6:03pm, 174. Performed back to back blood tests - 537/594mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value. Additional information of initial reporter: (B)(6).

Event description:
Consumer complaint of "hi" blood result. Customer states that his glucose is normally high and varies a lot. Reviewed meter memory: (B)(6). Performed back to back blood test - 537/594mg/dl no adverse event reported.